Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the programmer's stylus was out of calibration. All found defective parts w ere replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration, it was a quarter inch off from the cursor. The stylus was replaced and calibration software was run, but the issue was not resolved. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.